Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Final analysis found the device reached eri normally for the device programmed settings used in the field by the physician. A failure event was observed during analysis. Final analysis additionally found the device was returned with a lead cut-off in the connector port due to failure to untighten the setscrew to release the lead. The epoxy was found in the connector block threads, which resulted in the inability to loosen the setscrew. The observed epoxy was caused by a manufacturing anomaly. No other anomalies were found.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's pacemaker was explanted. No further information was received.